Event description:
On (B)(6) 2022, at 12:00, the department staff pushed the processor, scope and related items to the ICU to stop the bleeding. After the normal connection and pre-use check, the pumping of air/water and negative pressure suction were normal. During use, the stomach cavity was inflated poorly, resulting in no view, unable to find the bleeding point, during this period, replaced the air/water pumping plug and negative pressure suction plug, even replaced the scope[?]the condition did not improve. Finally, the user replaced processor, the poor inflation was relieved. This defect would increase the patient's examination time and might created a potential risk of excessive bleeding and rebleeding for the patient. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) . D8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The device was used for procedure. No harm was caused to the patient. The examination was completed with another device. Stomach bleeding, not related to pentax device, the use of gastroscope was to stop the bleeding. (Symptoms were existed before, our product just be used for treatment.) The bleeding was not aggravated directly by the device's defect. The device had been replaced in time and did not affect the patients.the patient had discharged normally. There were many dust in the hospital environment, the air pump was clogged with an accumulation of daily dust. Based on what was reported, we determined that the intake port of the air pump installed in the processor was clogged with dust, resulting in insufficient air intake and reduced air supply capacity. (This is due to the usage environment of the device, and there is no damage to the device.)